Event description:
It was reported that on an unknown date 3 battery powered drivers ( 05.000.008 , 05.000.008 , 05.000.009) were not working properly and needed to be repaired. It is unknown when the incident was observed. Patient involvement is unknown. There were no reports of injuries, medical intervention or prolonged hospitalization.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary service and repair evaluation: the customer reported that on an unknown date 3 battery powered drivers ( 05.000.008 , 05.000.008 , 05.000.009) were not working properly and needed to be repaired. The repair technician reported that cracked contact plate, device ran intermittent in reverse, discolored wire, debris on internal components. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection on 12-feb-2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history the previous service event for part number 05.000.008 with lot number(s) 005854 has been reviewed. The customer called in a service request for this item on 23-jan-2025 for t was reported that on an unknown date 3 battery powered drivers ( 05.000.008 , 05.000.008 , 05.000.009) were not working properly and needed to be repaired. The item was previously returned for service on 10-nov-2016 due to hand piece for battery for powered driver. The previous service condition of hand piece for battery for powered driver is not relevant to the current complained issue of t was reported that on an unknown date 3 battery powered drivers ( 05.000.008 , 05.000.008 , 05.000.009) were not working properly and needed to be repaired.. The manufacture date of this item is 6-aug-2014. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.